Manufacturer narrative:
Product complaint # (B)(4). This report is for an uunk - end caps: tibial nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient experienced a postoperative infection after being implanted with the expert tibial nail on (B)(6) 2019. There is no further information available. Concomitant device reported: unk - screws: locking: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for one (1) uunk - end caps: tibial nail. This is report 2 of 2 for (B)(4).